Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high, out of range shock impedance measurements exhibited by this ventricular implantable lead. A shock was delivered and resulted in a good measurement; however, subsequently high out of range shock impedance measurements were observed.